Manufacturer narrative:
The device involved in the event has been returned, but could not be analyzed due to the patient has been exposed to (B)(6).(B)(4)

Event description:
Coiling treatment of an aneurysm. It was reported the coil stretched and prematurely detached within the microcatheter. The implant and delivery pusher were removed without incident. No patient injury reported.